Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6)2020. According to the complainant, during the procedure, the handle was rotated; however, the band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that the trip wire was not in the handle slot prior to the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly; however, there was evidence that it was not secured in the handle slot. A crimp was present on the tripwire. The suture was attached to the trip wire and it was observed that the one knot was missing. The white band was returned detached from the ligator head and no damaged was found while the blue bands were returned attached on the ligator head, but they were damaged and overlapped. The last knot of the suture was loose. The suture hole did not have any visual damage; however, the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally as per the device condition, it is most likely that the slack was not removed properly as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have cause the wire to slip during deployment, leading to the failure to pull the slack out of the trip wire because of the lack of tension.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle was rotated; however, the band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that the trip wire was not in the handle slot prior to the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.